Event description:
A malfunction was reported on the pump, identified by malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which was successful as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccur.